Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during an ureteral dilatation procedure.according to the complainant, during the procedure, the balloon ruptured at the 11 atmospheres. The physician completed the procedure with this device. The condition of the patient following the event was reported as "good".

Event description:
Reporter alleged obtaining the results of 28 mg/dl, 81 mg/dl and 89 mg/dl back to back within 10 minutes on the compact plus system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.